Event description:
It was further reported that the device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced unexpected longevity. It was also noted that the left ventricular (lv) lead exhibited an increase in threshold and a sudden decline in impedance. The device and lv lead currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.